Manufacturer narrative:
(B)(4). Lot number: 2 units of lot batch 2100800565, 2 units of lot batch 2100764388 and 1 unit of lot batch 2100782797. Method: the complaint mr370 reusable humidification chambers were not returned to our fisher & paykel healthcare (f&p) regional for evaluation. Our investigation is based on the information, photographs and videograph provided by the customer, and our knowledge of the product. Results: visual inspection of the photographs and videograph provided by the customer of the mr370 chambers confirmed the chambers dome were cracked. Further information on the autoclave parameters were provided, and the pressure setting was 312.4 kpa, which is higher than f&p recommended setting of 220kpa. Conclusion: from the information provided by the customer, the cause of the chambers dome crack were due to incorrect autoclave parameters. All mr370 chambers are visually inspected before leaving the production line and those that fail are rejected. The subject mr370 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr370 reusable humidification chamber state the following: - "warning: to prevent cracking, ensure that the water inlet port plug, and any other reusable compounds, are disconnected from the chamber before cleaning. " - "recommended way to clean the chamber: chambers maybe cleaned by any of the following methods: autoclave: 132°c (270°f) @ 220kpa (32psi) for 4 minutes, or 121°c (250°f) @ 96kpa (14.1psi) for 30 minutes. Ethylene oxide: 55°c (131°f)."

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that five units of mr370 reusable humidification chambers have cracked chamber dome after autoclave disinfection. There were no patient involvement.